Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07716. It was reported the patient has not been receiving effective stimulation therapy from the scs system. A company representative met with the patient for reprogramming of the patient's scs system, however, effective stimulation therapy could not be achieved. The patient was only able to feel stimulation in her abdomen. Reportedly, the patient has fallen off her bicycle several times, which may had contributed to the patient losing therapy. Surgical intervention may be taken to address the issue.